Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was starting with non-recoverable fault 319. The customer had attempted to power cycle the system several times with no change. Technical services engineering (tse) assisted the customer with a hard power cycle with no change. The procedure was aborted with no patient involvement and no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope system controller (esc) due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esc was analyzed and issue was confirmed via lighthouse. The esc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. An endoscope was installed onto the system, where the image was displayed as expected. The light levels were checked through localhost:3030, where the values were seen to be normal. The system was left to idle for two hours, and power cycled five times with no issues. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.